Manufacturer narrative:
Visual examination of the skyline cam tightener shaft at the macroscopic level revealed that the breakage occurred at the driver¿s distal tip. Scanning electron microscopy fracture analysis found evidence of a torsional shear quasi-static failure starting at the tri lobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. Although no definitive conclusions can be made, results of sem fracture analysis found the tip breakage to be indicative of torsional shear quasi-static failure starting at the trilobes and extending to the center of the shaft. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that intra-operatively, the tip of the skyline cam tightener broke off in a locking cam during cam engagement. The skyline plate and screws that had been placed were removed and replaced. The devices were implanted without incident. The difficulty did not result in any adverse consequences to the patient and there was no significant delay. Concomitant devices = skyline two level plate, 186802032 x 1, skyline variable self-drilling screws, 186850014 x 6.